Event description:
It was reported that the deep brain stimulation dbs patient experienced inadequate stimulation. Re-programming the deep brain stimulation settings was attempted however it was not successful. A computed tomography CT scan was performed and showed that the lead had been pulled back and was out of the desired location. The patient underwent a revision procedure where the lead and burr hole cover were removed and replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 28953061.